Manufacturer narrative:
Visual analysis of the returned fiber revealed the console recognized the fiber and the aiming beam indicating the fiber was broken within the "sub-miniature a" (sma) connector. Handling damage contributed to the breakage.

Event description:
It was reported to boston scientific corporation that during preparation, the flexiva 200 laser fiber failed to function when the fiber was plugged in to the laser. When the physician stepped on the foot pedal there was no energy to the fiber. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable malfunction; however, investigation of the returned device revealed an MDR reportable malfunction.